Event description:
The pt reported a non-healing wound at the implant site. During the revision procedure, it was discovered that the pt had developed an infection. The surgeon decided to explant the system.